Event description:
The customer reports, the tracking or dose seems to be off because, the image is degraded/grainy, and that the system locked up during a case with horizontal bars across both monitors. No patients were injured.

Manufacturer narrative:
(B)(4). The system was repaired, found to be operating as intended, and released to the customer for use.